Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4).

Event description:
It was reported the patient experienced pain at the ipg site. As a result, the physician recommends surgical intervention as the next course of action to address the issue.

Event description:
Follow-up identified surgical intervention on (B)(6) 2017 was undertaken during which time the patient's pocket site was relocated due to the issue. Stimulation was restored postoperatively.